Event description:
Irn#: (B)(4). Initial reporter´s narrative: hub of the introducer came off upon removal.

Manufacturer narrative:
Based on risk assessment and clinical assessment this file is considered as closed.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available, a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: hub of the introducer came off upon removal.